Manufacturer narrative:
Service was not dispatched to the site for this event. Per beckman coulter assessment of customer supplied instrument performance data, an instrument system check performed prior to the event generated acceptable results. Also, all portions of carryover testing were within published specifications beckman coulter inc. Customer product line support is currently investigating this event. Mdrs associated with this event: 2122870-2011-03586; 2122870-2011-03587.

Event description:
The customer reported that level one human chorionic gonadotropin (bhcg) quality control (qc) results, failing to meet established specification, were generated on the access 2 immunoassay system on two days. This report is one of two and represents the failing, elevated bhcg qc results, outside the customer's upper specification limits, generated on the access 2 immunoassay system on (B)(6) 2011. No erroneous patient results were released from the laboratory in connection to the event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon recalibration using a new reagent pack, the customer was able to generate quality control results within customer established specifications. No sample handling/collection information was provided by the customer.